Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing. Reference for journal article: kralisz p, frank m, stankiewicz a, struniawski k, dobrzycki s, hirnle t. Mitral valve-in-valve rescue: managing dislodged first prosthesis with transcatheter second valve implantation. Pol arch intern med. 2024 apr 11:16726. Doi: 10.20452/pamw.16726.

Event description:
As reported from our edwards lifesciences affiliate in poland and through review of the journal article "mitral valve-in-valve rescue: managing dislodged first prosthesis with transcatheter second valve implantation", there was a 68-year-old male patient that had undergone a mitral valve replacement procedure with a non-edwards valve. Approximately 8 years post mitral valve replacement procedure with a non-edwards valve, the patient underwent a valve in valve procedure with a 29 mm sapien 3 valve due to severe regurgitation caused by a perforated mitral prosthetic leaflet. During the valve in valve procedure, it was extremely difficult to navigate within the enlarged left atrium even though it appeared there was an optimal postero-inferior interatrial septum puncture. Eventually, the delivery system with valve was able to reach the targeted position after several unusual and harsh bending of the delivery system. Subsequently, during valve deployment, it was noted that there was a delayed and non-uniform balloon inflation which resulted in the 29 mm sapien 3 valve being dislodged into the left ventricle. A decision was made to implant a second 29 mm sapien 3 valve. The second valve was deployed, and it was anchoring the proximal part of the previous valve. A post-operative echocardiogram was performed, and it confirmed there was a complete expansion of the valve. The mean gradient was noted to be 4 mmhg and the effective orifice was 1.8 cm2.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery available for evaluation. A review of the imagery revealed there was tracking difficulty inside the left atrium. In addition, the flex tip was not fully retracted to the triple markers prior to transcatheter heart valve (thv) deployment. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the difficulty experienced tracking the delivery system with valve through the patient's anatomy and inflation difficulty that resulted in the valve embolizing and a need for a second valve to be implanted were confirmed through evaluation of the available imagery. A review of the IFU and training manuals revealed no deficiencies. As reported, during the procedure, it was extremely difficult to navigate within the enlarged left atrium despite what seemed to be an optimal postero-inferior interatrial septum puncture. The desired position of the thv was eventually able to be reached after several unusual and harsh bending of the delivery system. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of pre-dilatation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials. Patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. Poor guidewire positioning and may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Although a definitive root cause is unable to be determined at this time, the available information suggest that patient factors (patient anatomy) and procedural factors (improper guidewire placement) may have caused or contributed to this event. Additionally, as reported, there were excessive maneuvers and bending performed which could have possibly contributed to the delayed and non-uniform balloon inflation, which in turn resulted in the bioprosthesis dislodgement into the left ventricle. It was noted during review of the imagery that the flex tip was not retracted prior to balloon inflation. It is possible that if the delivery system was twisted, kinked or excessively rotated applied, it can restrict the flow of fluid to the inflation balloon, which may have resulted in the reported difficulties attempting to inflate the balloon. Additionally, as per IFU, "before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker". If the flex tip is not properly retracted prior to deployment, the balloon can become constricted by the flex tip, leading to an uneven balloon inflation as reported in this case. Although a definitive root cause is unable to be determined at this time, the available information suggests that procedural factors (excessive manipulation) and the flex tip not being retracted prior to deployment may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-04543 for details of the other event. The investigation is still ongoing.